Manufacturer narrative:
E1: patient city: bogota. Patient country: colombia . Name: medtronic minimed. Street: 18000 devonshire street. City: northridge. State: ca. Zip code: 91325. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced infusion set tape not sticking issue event on 14 may 2026.